Event description:
It was reported that the patient with this neurostimulator had a urinary tract infection (uti) in (B)(6) 2025 and was provided antibiotics to treat the infection. In (B)(6) 2025, the patient went into the clinic for blood in their urine. On (B)(6) 2025, the patient was seen in the clinic due to drainage at the insertion site. It was determined that the patient had an infection and had a full device removal and was prescribed an antibiotic. On (B)(6) 2025, the patient had a post-removal follow-up and reported doing well and plans to have the implant placed again once healed. The patient is rescheduled for implant on (B)(6) 2026. There were no other issues or complications mentioned.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient with this neurostimulator had an infection with drainage at the insertion site. Prior to this infection, the patient experienced uti and hematuria. The patient's device was explanted and the patient received antibiotics for the infection. Post procedure, the patient was doing well. No further patient complications were reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model# 1201. Sn# (B)(6). Model: tined lead. UDI# (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of hematuria, infection, uti, and purulent discharge were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.